Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was escalated from an impella 2.5 to an impella cp as the patient required more support. During the placement of the impella cp the patient went into ventricular tachycardia requiring cardio-pulmonary resuscitation and intubation. The impella cp was able to be successfully placed, and the patient began to stabilize. While on impella cp support, the patient was bleeding from the lungs resulting in heparin being removed. The patient then developed a gastrointestinal bleed two days later, heparin was in the purge and received two units of packed red blood cells. Additional information noted care was withdrawn, and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events (united states): "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)." This report is being filed as part of a retrospective review of historical records.